Event description:
It was reported that during ¿review of the equipment¿ the attachment device was "fractured." It was unknown to the reporter if the device was used in surgery. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. It was unknown if injuries or medical intervention were reported. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. The attachment was tested and found that the tip was broken. The assignable root cause was determined to be improper assembly of attachment on the device. If additional information should become available, a supplemental medwatch report will be submitted accordingly.